Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that were reported to have occurred. 3 days post procedure the patient presented to the hospital with symptoms of a pericardial effusion. Imaging was performed on the patient and the pericardial effusion was confirmed. The physician performed a pericardiocentesis to treat the effusion. The patient is stable and recovering from these events. The patient has since been discharged from the hospital.